Manufacturer narrative:
A ge svc rep performed an onsite investigation. The filament driver pcb was evaluated and replaced. The sys was tested and found to be working as intended and replaced. The sys was tested and found to be working an intended and put back into svc.

Event description:
The customer reported getting an intermittent pre-charge voltage error. The fe reported the sys error would not boot completely with the pre-charge voltage error. There is no report of death or serious injury.